Manufacturer narrative:
(B)(4); d10: item# unk 9 ps femoral; lot# unk. Item# unk g tibia baseplate; lot# unk. Item# unk 14 mm x 30 mm stem; lot# unk. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation of a right persona total knee on an unknown date. Subsequently, the patient is being considered for a pmi poly bearing device due to instability. All other components are planned to remain insitu. Attempts have been made and no further information has been provided.